Event description:
Factory failure analysis revealed a malfunction of the power supply that could result in a loss of ac power during operation. Malfunction of the power supply as noted during use could cause the ventilator to shut down and alarm. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and alarm, and continue ventilation until the battery depletes.